Event description:
It was reported that on (B)(6) 2012, a xience v 3.5x28mm stent and a promus rx 3.0x28mm stent were implanted in the pre-dilated mildly tortuous and calcified, concentric, 90% stenosed, de novo lesion in the proximal to distal right coronary artery (rca). Post-dilatation was performed on the xience v to fully appose it to the vessel wall. Intravascular ultrasound (ivus) was performed and confirmed that both stents were fully apposed to the vessel wall. On (B)(6) 2012, three non-abbott stents were implanted in the left main (lm), left anterior descending (lad) and left circumflex (lcx) arteries to treat additional pre-existing lesions. Post-dilatation and ivus were performed and showed complete wall apposition of the stents. Although there was 25% post-operative stenosis, the procedure was completed. Coronary angiography (cag) was not performed to the rca at this time. Five days after, the non-abbott stents were implanted the patient went into shock and cardiac arrest. Thrombus was noted in the left main and it was confirmed by cag that there was no blood flow. The occlusion was treated by thrombus aspiration, balloon angioplasty and thrombolysis. The blood flow to the lm artery could not be restored and the patient expired on (B)(6) 2012. The physician stated that one of the causes of death could have been that the clopidogrel did not work properly due to the patient's extremely high and uncontrolled blood glucose levels and it would not be related to the implantation of the promus 3.0x28mm or the xience v 3.5x28mm stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: promus element 2.75 x28mm, nobori 3.5 x18mm, promus element 3.0 x 28mm, promus rx 3.0x28mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of cardiac arrest, death, thrombosis, and shock are listed in the (B)(4) stent system instructions for use as known adverse events. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The promus rx are being filed under separate medwatch manufacturing numbers.